Manufacturer narrative:
(B)(4): results of evaluation: stent fracture. Unknown cause of stent fracture. Conclusion: unknown cause of stent fracture.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment in the thoracic aorta approximately five years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a 34 mm in diameter talent thoracic stent graft was implanted. It was reported that a chest x-ray one year ago revealed that there was a fracture of the proximal bare spring, between the longitudinal strut and the top bare stent. There were no clinical consequences for the patient. No intervention has been reported. No clinical sequelae were reported, and the patient is fine.